Event description:
It was reported that before an unknown procedure, it was discovered that the sterility package was damaged. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One blister package was returned in a carton. No tyvek lid was returned. One carton was returned. The carton had some minor physical damage and scrapes. The blister pack was returned with the instrument, but none of the accessories was present. Tyvek lid was missing, but there was evidence of seal adhesive transfer on entire circumference of the blister. There was no visible damage to the blister package that was returned. Tyvek could not be examined as it was not returned. Complaint event could not be verified. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.